Event description:
The report say: on (B)(6) 2020, when using the ventilator in neurosurgery of our hospital, it was found that the air pump is noisy.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used in combination with a ventilator during ventilation. The root cause was determined to be a defective air compressor unit due to lack of maintenance. In consequence the part was replaced. There was no reported patient or user harm.